Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application froze on (B)(6) 2016. Patient was advised to close the g5 application and restart the phone. Patient stated that the application was working again. No injury or medical intervention was reported.